Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer treated with a bolus and blood glucose went down to 385 mg/dl. During troubleshooting the customer was unable to unlock the insulin pump. It was advised that an email was sent to the diabetes clinical manager to address the issue and determine if the customer has difficulty unlocking the device or there was a keypad anomaly. The insulin pump will not be returned for analysis.